Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the doctor felt the death was possibly due to hypoglycemia. The insulin pump will be returning for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.